Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer was in training and was performing prime with saline solution; customer requested assistance. Customer reported that she was priming the tubing and did not get alarms, only the max fill alarm. Customer was assisted on reviewing prime history; she was explained that she may have primed too much. Customer was filling the reservoir correctly and attaching to set correctly but was pushing too much saline through the tubing either with plunger or insulin pump. Customer went through 2 infusion sets and reservoirs. Customer also stated that she pulled the stopper and plunger out of the reservoir causing all the insulin to leak out of the reservoir. She was very frustrated and wanted to give up the insulin pump therapy and return everything. Customer was advised that she would be getting additional training and to continue treating with manual injections in the meantime. Blood glucose value was 128 mg/dl. Nothing further reported.